Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The sense vector was reprogrammed and the sensitivity was adjusted. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Oversensing was observed. Two non-sustained tachycardia episodes of v-v cycle less than 220 milliseconds are observed on (B)(4) 2013. Product ID (B)(4) implantable cardioverter defibrillator (ICD) 2010-(B)(6), 5076 implantable pacing lead 2010 (B)(6). (B)(4).